Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4396 lead, implanted: (B)(6) 2014; 5076 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient presented to the clinic approximately 3 weeks after implant and it was found that the right ventricular (rv) lead had low impedance, low amplitude r-waves, and no capture at maximum output. The rv lead was revised and remains in use. No patient complications have been reported as a result of this event.